Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and a octaray mapping catheter and issue of thrombus/char on both catheters occurred. When the left and right pulmonary vein (pv) ablation was performed, and the qdot micro¿ catheter was taken out of the patient's body during left gap ablation, the char adhered to the proximal side of the irrigation part of the catheter. There was no abnormality in the ablation behavior, and the flow had been automatically adjusted by the ngen irrigation pump. The patient was not affected, output suppression was not applied during the procedure, and bull's-eye behavior was normal. The procedure was completed and the patient left the room as usual with no problems. Additional information received indicated the thrombus/char was found attached to both the qdot micro¿ catheter and a octaray mapping catheter. There were no problems with the systems. No problems with temperature or flow. The patient was anticoagulated. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31280419l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).